Event description:
It was reported that in the case of a patient with left internal carotid artery (ica) occlusion, the physician planned to perform balloon angioplasty followed by stent implantation. After establishing the system, the physician first successfully performed balloon dilation. When attempting to implant the stent, it perforated the side wall of the distal end of the subject microcatheter during delivery, with a section protruding while the main body remained within the lumen of the subject microcatheter. The device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was stuck inside of the microcatheter. The catheter tip was seen to be damaged. The catheter distal shaft was seen to have hole/perforation. During a functional inspection, the microcatheter was flushed, and the sdw (stent delivery wire) was advanced, but due to damage the sdw was permanently stuck and could not be moved or retracted, even with force. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and no damage was noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that when attempting to implant a stent using the subject microcatheter, the stent perforated the side wall of the distal end of the microcatheter during delivery, with a section protruding while the main body remained within the lumen of the microcatheter. During analysis, the device was returned with a stent stuck inside of the microcatheter. The catheter tip was seen to be damaged and the catheter distal shaft was seen to have hole/perforation. The microcatheter was flushed, and the sdw was advanced, but due to damage the sdw was permanently stuck and could not be moved or retracted, even with force. Based on a review of all available information and the analysis of the returned device it is probable that there was force required to advance the stent within the microcatheter, potentially to overcome resistance. An assignable cause of procedural factors will be assigned to the as reported 'device interaction with another device' and the as reported/as analyzed 'catheter shaft has hole/perforation' as well as the as analyzed 'catheter jammed', 'catheter tip damaged' and 'catheter shaft friction' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that in the case of a patient with left internal carotid artery (ica) occlusion, the physician planned to perform balloon angioplasty followed by stent implantation. After establishing the system, the physician first successfully performed balloon dilation. When attempting to implant the stent, it perforated the side wall of the distal end of the subject microcatheter during delivery, with a section protruding while the main body remained within the lumen of the subject microcatheter. The device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.